Manufacturer narrative:
This report is being filed to provide additional information in h6,h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6, and h.10. Investigation: the run data file was analyzed for this event. The platelet count used for the procedure was 275, while the actual donor platelet count was 415. This equated to approximately a 34% difference in actual versus entered platelet count. Hemocue hemoglobin: 13.1 sysmex hemoglobin: 11.9 the customer had used a hemoglobin value (13.1 g/dl) obtained via hemocue (finger stick), which is not as accurate as cbc results (venous blood sample) obtained from a hemotology analyzer. The results from sysmex showed that the actual hemoglobin was 11.9 g/dl. The hematocrit using values from hemocue and sysmex are 39.3 % and 35.7 %, respectively. The inflated hematocrit caused the interface to set up lower in the channel, causing more wbcs to be collected into the rbc line resulted in saturation of the leukoreduction filter. Root cause: although the system has several methods for detection of wbc contaminations, some events may elude the detection capability of the trima accel system. The following events occurred during the procedure and likely contributed to elevated wbc content in the platelet product that the system cannot always detect. A majority of the time, these events will not contribute to elevated wbc content: multiple alerts or flow adjustments that stop/slow the pumps, disrupting the steady-state collection process. Large discrepancy in entered versus actual donor information the factors that cause wbc failures on rbc products include but are not limited to: - inappropriate use (for example application of excessive pressure) - donor-specific wbc populations that are poorly removed. - inaccurate hematocrit entered resulting in saturation of filter with excessive wbcs the high actual yield can be attributed to the incorrect entry of the donor pre platelet count. Correction: terumo bct field performance communicated to the customer via email that the customer¿s precount process led to precount inaccuracies, which contributed to this failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
Kw 03-30-2021. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.